Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The product was not returned for investigation. Thrombus was also noted. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and the thrombus was not determined.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock undergoing percutaneous coronary intervention underwent placement of the impella cp device for mechanical circulatory support and thrombus was noted. During percutaneous coronary intervention, the patient suffered cardiopulmonary arrest and was given percutaneous cardiopulmonary support while being resuscitated. The impella cp was then inserted through the femoral artery. When an antegrade sheath was inserted to prevent lower limb ischemia, there was no retrograde blood, and it was confirmed that there was a thrombus in the superficial femoral artery. Therefore, the impella cp pump was removed. It is unclear whether the blood clot existed before the impella insertion or whether it formed during the impella cp pump insertion. The patient was able to maintain blood flow in the lower extremities through collateral delivery from the deep femoral artery, and the percutaneous coronary intervention was completed with only percutaneous cardiopulmonary support only without any special treatment. The patient was transported to the unit, noted to be, in stable and "nimble" condition. It was noted subsequently that care was withdrawn, and the patient expired. Medical safety review outcome noted there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to poduring repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."